Event description:
It was reported that the user announced a meal without intending to eat in an attempt to correct elevated blood glucose, and the user was advised on proper meal announcement protocol. Symptoms included hyperglycemia. Outcomes included no alarms and no hospitalization. Investigation included troubleshooting and user education on correct meal announcement use. Investigation of this case revealed user technique error related to using meal announcements as a correction method. It was concluded, based on previously established findings for similar reports, that the cause was user error in device operation.